Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving a higher sensor scan when compared to an adc meter result. The customer experienced a symptom of tiredness and was unable to self-treat, requiring treatment of sugar by a third party. There was no report of death or permanent injury associated with this event. Customer reported comparison of sensor scans of 12.00 mmol/l, 10.60 mmol/l, and 21.00 mmol/l as compared to adc meter results of 1.20 mmol/l, 2.90 mmol/l, and 5.70 mmol/l. When the results plotted on a parkes error grid, fell into the "e" zone showing the difference in values to be clinically significant.